Manufacturer narrative:
(B)(4). If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. Based on the reported information, it appears that only the piece of inserter was removed from patient's eye. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of a pcb00 intraocular lens (iol), small part of the injector came into the patient's eye. There was no patient injury reported. There was approximately four minutes of delay in procedure. Reportedly, the pcb00 and piece of the inserter were discarded and not available for investigation. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 08/11/2016. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed. No lens was observed in the preload device. A crack defect was observed at the cartridge tip. It was also observed that the foreign material in question was taped to the ¿implant notification card''. The foreign material taped to the card component was sent out for analysis. The results of ftir (fourier transform infrared) analysis shows that the foreign material is consistent with polypropylene, compatible with the material of the cartridge of the pcb00. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.